Event description:
It was reported that the patient presented for a device check and inappropriate auto mode switch (ams) episodes due to oversensing on the atrial channel was observed. It was noted that the device was oversensing the high voltage lead impedance measurement test pulses on the atrial channel. The issue was resolved by reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.